Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery alarm was recurring. The customer was assisted in performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was able to remove the set. The customer stated that she had high readings when she changed out her site and her cannulas were bent. The customer was advised to return the infusion set.